Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2019. Investigation summary it was reported that the device had performance breakage suture. It was received for analysis six unopened samples. During the visual inspection of six unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representatives samples, no performance breakage suture was observed, and the tested samples meet the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an coronary artery bypass grafting on an unknown date and suture was used. Suture broke during use. There were no adverse consequences for the patient.